Manufacturer narrative:
No svc call or examination of the sys was conducted. The customer cleaned the flow cell. Although this measure may have resolved the problem, without an evaluation of the sys, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron sys. The erroneous results were detected by the operator by monitoring the anion gaps. No erroneous results were reported out of the lab. No further details or actions to address the event were provided. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.